Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No unexpected a17 or a21 error alarm noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported that ther insulin pump restarted unexpectedly after she put a new battery in. Customer received alarms, including an unexpected restart alarm. Customer was advised to revert to a back-up plan. She believed her most recent blood glucose was 160 mg/dl. Nothing further reported.